Manufacturer narrative:
(B)(4). This complaint for a damaged set is not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be related to animal damage. The lot number was not provided; therefore, a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that appeared on the home choice (hc) during fill 1. A cat chewed the patient line. The home patient (hp) disconnected and capped herself off. The technical service representative (tsr) assisted the hp with ending the therapy early. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional information becomes available, then a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4).